Event description:
It was reported that, "surgeon commented pt was experiencing pain and bone scan showed areas of concern around acetabulum."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat: 6289-3-252, lot # 0nb0ba, description: pca low prof acet/cup 32x52mm. Cat # 6284-0-232, lot # b1ism, description: 32mm +5mm femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.